Event description:
It was reported that "instrument came back in loaner kit with tip broken off."

Manufacturer narrative:
Investigation is underway; any additional information obtained will be submitted in a follow-up report.